Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a keypad. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'defective keypad' which was reproduced during service. Evaluation found on key required multiple presses to get an output. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective inoperable keypad. There was no known patient injury or medical intervention associated with this event. No additional information is available.